Event description:
On [redacted date] an adult female presented for an elective cerebral aneurysm coiling. During the procedure the coil device spontaneously deployed. Upon withdrawing the microcatheter from the aneurysm a loop of coil extravasated into the vessel. Recognized immediately, arteriography was performed and stented vessel. Following the procedure patient developed a change in mental status. Stat cta (computed tomography angiography) negative. Angiogram performed without evidence of acute occlusion. Patients' symptoms improving.